Manufacturer narrative:
12/10/2025 additional information received; patient grid updated.

Event description:
12/10/2025 additional information received: "regarding the current complaint, I can confirm that, based on the information provided by the customer concerned, there has been no use on a patient".

Manufacturer narrative:
Investigation results: the non-conformance's were reviewed for this batch, and there were no possible non-conformance's which could contribute to the complaint verbatim reported by the customer. As there was no sample or photograph available for this complaint, we were unable to determine the root cause. If a sample becomes available, the investigation will be reopened.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The pre-filled syringe with reference number (B)(4), normally containing 10 ml, was only filled with 3 ml. Unfortunately, the customer did not send us any images to illustrate the defect. Nevertheless, we would like to point out that the customer did not report any additional damage related to the appearance of the syringe.